Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the alarm was cleared and customer resumed pump therapy. Customer's blood glucose was within range (value not provided).